Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced an extrusion of the internal device. The device was explanted (B)(6) 2011. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, april 4th, 2012.

Manufacturer narrative:
This report is filed (B)(4) 2012.